Event description:
The technician alleged the side rail would not latch. No patient impact.

Manufacturer narrative:
The technician found a bent side rail mount and d-pin. The technician replaced the side rail mount and d-pin to resolve the issue.